Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The product was not returned for evaluation, however two photos were provided by the reporter. One of these photos confirms that tip of the threaded shaft has fractured off and cannot be seen in the bag with the other pieces. The complaint is confirmed. Device history record (DHR) review identified one non conformance but the parts were returned to the vendor and the returned/reworked instruments from the vendor were later accepted. Device history record (DHR) review showed that there are no other nonconformance or deviations linked with this lot that could have contributed to the event. The part was likely conforming when it left zimmer biomet's control. The complainant reported that during the case, the inserter tip broke off due to hard pedicle. The complaint was confirmed following evaluation of the returned device. The likely cause for fractured tip could likely be due to the hard pedicle. H3 other text: device not returned to manufacturer.

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided. This is report three of five.

Manufacturer narrative:
PMA/510(k) number: k171907 or k150896. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00492 to 3012447612-2019-00496. [Mw5090392].

Event description:
It was reported that a patient underwent a revision surgery where three screws, a plug, and a transverse connector were removed. A vitality screw was found to be fractured and a polaris screw was found disassembled. There was no further surgical information provided this is report three of five.